Manufacturer narrative:
(B)(4). The customer returned one used percutaneous sheath introducer (psi) with dilator for evaluation. The sidearm stopcock that is supplied with this product was not returned. Visual inspection of the sheath did not reveal any damage or anomalies. Microscopic examination of the sidearm luer hub revealed a clear plastic material inserted and protruding from the luer hub. The plastic material had a twisted and torn appearance. Functional testing confirmed this material prevented a male luer hub from attaching to the sidearm. Microscopic examination of the hemostasis valve did not reveal any damage. The plastic material could not be removed from the sidearm luer preventing the luer ID from being measured. Functional inspection was performed by leak testing the hemostasis valve of the sheath. Using a lab leak tester and stopwatch, the sheath was tested by injecting water into the distal end of the sheath for 30 seconds with the side arm closed. No leaks were observed in the sheath valve at either 3 or 6 psi. Due to the material lodged in the sidearm female luer hub, a male luer hub could not be attached to leak test the sidearm. With the sheath distal tip occluded, the sidearm was injected with water using a 10ml lab inventory syringe and no leaks were observed from the luer hub or hemostasis valve. (Con't) other remarks: this test was repeated with the dilator advanced through the valve and no leaks were observed. A device history record (DHR) review was performed on the sheath and no relevant findings were identified. Per the instructions for use (IFU), only securely tightened luer-lock connections should be used with this device and hospital protocol for all sheath and side port maintenance should be followed. Customer did not state whether the stopcock supplied with this product was used on the sidearm luer hub. The IFU also cautions to occlude the hemostasis valve at all times to ensure that leakage does not occur and that the inner seal is protected from contamination. The report of blood leaking from the sheath in use could not be confirmed through functional testing of the returned sample. The sheath hemostasis valve was leak tested and no leaks were observed. Visual examination of the sidearm luer hub confirmed plastic material lodged within the luer, however, it could not be determined whether the material was from the stopcock supplied with this product, which was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing related issues. A potential root cause could not be determined based on the fact that the leak could not be reproduced and the sidearm stopcock was not returned for evaluation.

Event description:
The customer alleges that the user found blood leaking from the sheath during use. The sheath was replaced.

Manufacturer narrative:
(B)(4). The device is not sold in the us. A similar product is sold in the us.

Event description:
The customer alleges that the user found blood leaking from the sheath during use. The sheath was replaced.